Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect pace/defib engine board was returned. The reported malfunction was not replicated or confirmed during testing of the board. The customer received a replacement pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.